Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that after using a bd vacutainer¿ glass blood collection tube(s): citrate solution, when spun they were breaking. There was no report of injury or medical intervention.